Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by hospital staff. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 21 hours of pod wear on the leg. Blood glucose levels were reported to have increased to 600 mg/dl. The patient reported she had been wearing the continuous glucose monitor on the arm and the pod on the leg. No errors or alarms were noted on the omnipod system on the date of event. The patient developed symptoms including nausea and high ketones, prompting her to seek medical attention. The patient was subsequently admitted to the hospital with a diagnosis of hyperglycemia and diabetic ketoacidosis. Treatment during hospitalization included insulin infusion and fluids. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. The pod involved was removed and discarded at the hospital and is unavailable for investigation.